Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the thoracic left pedicle probe tip had been bent, however, still registered. It was noted that the bent tip was visually confirmed. There was no patient involvement.

Manufacturer narrative:
The thoracic probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was nicked, but passed verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.